Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the connector was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted, and the df-4 connector pin is bent and broken. No helix function test possible. Visual inspection found nothing wrong on the lead fixation site. Electrical testing was passed. According to the report in this event and the results found during analysis, it is likely that the connector pin bent, and broken could lead the connectivity issues causing electrical problem during implant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician noticed that the right ventricular (rv) lead "did not recoil like he¿s used to during screw extension." All testing was normal, and after connecting the lead to the device they got unavoidable t-wave oversensing (twos). The physician immediately did not trust that lead and removed the lead. An alternate lead was utilized and was implanted without incidence. No patient complications have been reported as a result of this event.